Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, 3mm of the needle tip broke off. At the time of the call it was unknown how the case was completed and it was unknown if anything fell into the patient. There was no patient harm reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/5/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No. Did the needle fall into the patient? Unknown. If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? No if yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the lot number: unknown please provide the source or name of person providing answers to follow-up questions: mary lagrassa to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.